Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: during investigation, the pump powered up with auditory and vibratory alarms to a blank display. Unrelated to the original complaint, the battery compartment was cracked from the threads to the case seal on the side. The returned battery cap was undamaged and was within specifications. The pump cover was removed to find moisture corrosion. The intermittent power complaint was unable to be investigated due to the blank display.